Event description:
The health care provider (hcp) reported via the company representative (rep) a bent lead. When the surgeon took the lead out of the packaging, he noticed it had a bend at the end that connects to the extension. It was unknown if any environmental/external factors may have contributed to the event. The lead was never implanted. The lead was replaced with a new one to resolve the issue. The issue was resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Device analysis for lead 0211084970 revealed the lead body outer insulation was damaged at depth stop site. Impressions from over-tightening of the depth stop were observed on the outer insulation. A short in the lead could not be confirmed in the analysis lab, however, there is evidence of depth stop damage in the lead insulation and stylet wire 2.8cm from the proximal end. Device analysis for the stylet revealed parlylene coating was damaged at the depth stop site. Impressions were observed on the parylene coating of the tungsten stylet underneath.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.